Event description:
It was reported that during preparation of the 3.0x23mm xience xpedition stent delivery system (sds), the stent implant was noted to be shifted/moved on the balloon, but not fully dislodged. Reportedly, there was no resistance noted during removal of the protective sheath. There was no reported patient involvement and no reported clinically significant delay in the procedure. Another 3.0x23mm xience xpedition sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The stent mislocation was unable to be confirmed as the stent was returned dislodged from the balloon. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.